Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure, the right atrial (ra) lead was fractured, and exhibited high out-of-range (oor) pacing impedances, measuring greater than 3000 ohms. It was noted there was no issues with the ra lead before the procedure. Subsequently, the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the additional surgical intervention to replace the ra lead.

Event description:
This supplemental report is being filed as the conclusion code was updated.